Manufacturer narrative:
Literature citation: prokopienko m, sobstyl m. Spinal cord stimulation for treatment of complex regional pain syndrome: a single-centre retrospective case series study. Neurol neurochir pol. 2022.10.5603/pjnns.a2022.0038. Literature summary: complex regional pain syndrome (crps) is a debilitating disease with limited available treatment options. Spinal cord stimulation (scs) is a universal option that promises to improve quality of life by reducing intractable neuropathic pain. The aim of this study was to describe the effectiveness and safety of scs as a treatment for crps patients. The authors concluded that scs was the best alternative for patients with crps. It was stated that scs should be used immediately after the failure of conservative treatment. Despite the relatively high complication rate in in the series, scs was deemed the best choice for pain reduction management in this select group of patients. Please note this date is based off of the article¿s publication date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Reported events: a 37-year-old male patient experienced skin erosion over the implantable neurostimulator (ins) implanted in their buttock area. A bacteriological examination was negative and wound debridement was performed without complication. After a period of empiric antibiotic therapy, the wound healed properly, and therefore, together with the patient, the authors decided not to remove the stimulator. The issue was deemed a ¿skin-related hardware complication.¿ the authors noted that they ¿suggested that the erosion was related to the relatively greater dimensions¿ of the patient¿s ins and that a smaller, curved ins may greatly reduce the incidence of such complications. A 45-year-old male patient experienced skin erosion over the ins implanted in their buttock area. A bacteriological examination was negative and wound debridement was performed without complication. After a period of empiric antibiotic therapy, the wound healed properly, and therefore, together with the patient, the authors decided not to remove the stimulator. The issue was deemed a ¿skin-related hardware complication.¿ the authors noted that they ¿suggested that the erosion was related to the relatively greater dimensions¿ of the patient¿s ins and that a smaller, curved ins may greatly reduce the incidence of such complications. No further complications were reported or anticipated. See attached literature article.